Event description:
It was reported that the hospitalization due to syncope and CPR (cardiopulmonary resuscitation) was related to the implantable cardioverter defibrillator (ICD) and at dft (defibrillation threshold) testing the ICD detection and high voltage therapy was prolonged and was thought to potentially be due to the competitor rv(right ventricular) lead. The ICD was replaced with a new ICD and when this replacement ICD underwent dft testing the detection and hv therapy was also prolonged but one high voltage shock was delivered with 3.8 joules. The company's technical services was then consulted and it was determined that the failure was with the competitor rv lead. The competitor rv lead was explanted and replaced with a new lead, and the dft testing with the new replacement ICD and rv lead were successful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).